Event description:
Patient broke their hip in 2007. As a result, three (3) pins were implanted to correct the issue. Six (6) months later, it was reported that a revision surgery was performed to remove the patient's pin and a tha was performed.